Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge pigtail tubing during the fill tubing step. Customer changed the cartridge and infusion set to resolve the issue. There was no reported impact to customer's blood glucose.